Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient's hip arthroplasty was revised due to pain.

Manufacturer narrative:
(B)(4). Concomitant medical product(s): item #00-6202-050-22 tm shell lot #61301462; item #00-6310-050-32 trilogy liner lot #61315802; item #00-6250-065-30 bone screw lot #61319991. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2016-04109-2.

Event description:
It was reported that a patient had a hip arthroplasty. Subsequently, approximately 7 years post op the patient underwent a revision surgery due to alval/metallosis/corrosion symptoms and pain. Additional information was requested however, none was available

Manufacturer narrative:
Device was not returned so no product evaluation could be conducted. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient was revised approximately 7 years post-implantation due to pain and unspecified symptoms associated with an adverse reaction to metal. During the procedure, the femoral head was removed and replaced with a ceramic head. Attempts have been made and additional information is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed via operative report. The operative report include report of elevated cobalt levels, crp and MRI consistent with reactive synovitis and alval. Necrotic area superior to the acetabulum affecting the undersurface of the minimus posterior superiorly, debris was removed. Capsule was very thick and hard. Capsule was removed. Evidence of corrosion with blackened chemical based material about the base of the neck and in the femoral head was found. DHR was reviewed and no discrepancies were found. Root cause remains undetermined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information available at the time of this reporting.